Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when connecting the pump to the line and attempting to start it, the system displays an ¿air in line¿ error. There was no patient involvement and harm. This could cause interruption of therapy.